Event description:
It was reported that upon opening the inflatable penile prosthesis package, a small eyelash size hair was noticed inside the package. The hair was noticed immediately after removing the device from the sterile packaging. Another ipp was used to complete the procedure. No patient injury or complications were reported.

Event description:
It was reported that upon opening the inflatable penile prosthesis package, a small eyelash size hair was noticed inside the package. The hair was noticed immediately after removing the device from sterile packaging. Another ipp was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and there were no visual damages or abnormalities found. Both cylinders passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed leak test. The kink resistant tubing (krt) between the pump and reservoir was trimmed before functional testing. The pump passed functional testing. The allegation of foreign matter was not confirmed during product analysis. Based on the information available and analysis results, the foreign matter was identified during implant preparation and could had been removed/misplaced during shipment of the device to the manufacturer. Therefore, the most probable cause was due to bsc manufacturing quality control deficiency.